Event description:
It has been reported to co that during prep a foreign material was noted to be in the dilator of this device. Reportedly, "it looked like a piece of plastic". There was no pt involement. The device is being returned for co's analysis.